Manufacturer narrative:
Lot numbers a160217-24 and a160301-09 were provided. It is unknown which lot number pertains to this event. The device has not been returned for evaluation as it remains implanted. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod was found to be broken during a clinic visit. The rod was already fully distracted. The surgeon opted to leave the rod implanted and stabilized it by placing a domino connector to the fixation.